Event description:
Additional information indicated that at the last refill hcp had a "bigger reservoir that should be". Per reporter "they are not correct with the concentration and that's why it is not accurate with the remaining reservoir". The pump remains implanted and was indicated that it may not be explanted.

Event description:
A volume discrepancy was reported during refills. It was stated that in april healthcare provider (hcp) expected 5.6 ml in the pump but found 9ml. It was added that the same thing happened in the refill before in march and that hcp found more drug that it should be (specific volumes for this refill were not provided). Drug delivered via the device were morphine and marcaine. There was no patient injury and no interventions were done; patient was noted as "feeling ok."